Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding altr involving a v40 cocr lfit head 40mm/+0 was reported. The event was not confirmed. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because of a lack of information. Further information such as the reported device, medical records, and x-rays are needed to complete the investigation for determining the root cause.

Event description:
It was reported a revision surgery occurred due to a pseudotumor and a high grade tear gluteus medius. The co/cr levels were identified to be 4.9/<1.

Event description:
It was reported a revision surgery occurred due to a pseudotumor and a high grade tear gluteus medius. The co/cr levels were identified to be 4.9/<1.